Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: there was a needle stick caused from the safety device not activating. Additional information provided by the customer stated that the nurse was stuck by the needle after she had administered a insulin vaccination. The nurse had to undergo lab testing as a result of the needle stick and the tests results are pending.